Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not see drops of insulin at the end of the infusion set tubing during fill tubing. The customer disconnected the luer lock connection, performed the fill tubing step, and did not see drops of insulin at the end of the cartridge tubing. Reportedly, the customer used apidra insulin. A new cartridge was successfully loaded to address the event. There was no reported impact to the customer's blood glucose level.